Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with angina pectoris and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.00mm x 8mm nc emerge balloon catheter was advanced for the dilatation. However, during inflation 16 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.